Manufacturer narrative:
Additional information has been provided in d.10, g.1, g.2, h.3, h.6 and h.10. The system was examined and the reported event was confirmed. The interlock key was confirmed to have gone missing by the customer. The key was subsequently replaced by the company representative to resolve the issue. The system was found to function as expected. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a misplaced interlock key. However, the system was found to function as expected. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser was not firing, it was firing intermittently before a procedure. There were no error messages displayed. Additional information has been requested.